Manufacturer narrative:
(B)(4). Baxter evaluated the device and found the device to be out of specification in relation to system error 105. System error 105 was confirmed and reproduced at power up. This condition was found to be caused by a failed seized motor. The failed motor assembly was replaced.

Event description:
During baxter's functionality testing of a spectrum pump the device experienced system error 105. There was no patient involvement.